Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (5 mg/ml at 1.7 mg/day) and morphine (25 mg/ml at 8.86 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient's pump and catheter was explanted on (B)(6) 2019. The reason for explant was due to an infection of "transverse myelitis, infection over the pump (wound like looking) and infection of the foot." It was noted the infection was "everywhere on the patient." It was planned to send the devices back for analysis. The doctor took cultures and sent them for analysis, but the results were not available yet. The infection was therefore not confirmed. It was unknown if there was an allegation against device sterility. No further complications were reported.

Manufacturer narrative:
The pump was returned and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.